Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up, preventing the cine function from working and resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted. The system was then found to be operating as intended.